Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to head injury which leads to poor sound quality with the device use. The patient was reimplanted with another cochlear device during the same surgery.